Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
In 2004, a 29 mm biocor stented porcine valve w/ flexfit system was successfully implanted during an aortic and mitral valve replacement procedure for a patient with rheumatic disease. In (B)(6) 2020, the patient was hospitalized for severe dyspnea and presyncope with nausea. Transesophageal echocardiography showed severe intra-prosthetic mitral bio-prosthesis insufficiency. On (B)(6) 2021, a mitral valve in valve was performed with an edward sapien ultra 29 mm bioprosthetic valve with procedural success. The patient is stable.

Manufacturer narrative:
An event of "severe intra-prosthetic mitral bio-prosthesis insufficiency," severe dyspnea, and presyncope was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.